Manufacturer narrative:
(B)(4). Concomitant medical products: femoral stem 14mm p# 00663001400 l# 73526200; standard liner 26 mm i.d. For use with 58 mm o.d. Shell p# 00610505826 l# 71531800; unknown shell p# unk l# unk. (B)(6). The complaint of corrosion was confirmed by photographs. Infection could not be confirmed. No devices were received. Photos of the explanted head and liner were received. Taper corrosion is noted on the head taper. The head and liner were in-vivo for 19 years post-implantation. X-ray review states, "the images demonstrate a right tha in anatomic alignment. The hardware is intact. No periprosthetic lucency is seen. The femoral head is positioned in the central portion of the acetabulum. The bones are intact without fracture. No periprosthetic lucency is seen." DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. Multiple MDR reports were filed for this event, please see associated report: 0001822565 - 2018 - 01015.

Event description:
It was reported that the patient underwent a total hip arthroplasty. Subsequently, the patient was revised approximately nineteen (19) years post-implantation due to pain and infection. Corrosion was found intra-operatively between the head and stem. No additional information is available.